Event description:
Meter name: one touch basic original. Strip name: one touch test strips. Meter code: 8. Strip code: 8. Strip storage: stored correctly. Symptoms: no symptoms. The pt reported that "the reading put pt in the hospital". The meter allegedly was accurately low. The result from the pt's meter was unknown. A result of 78 (units not specified) was documented. The source of the result was unknown. The result from the hospital meter was unknown. The time difference between the pt's meter and the hospital meter was unknown. Treatment was with "medicine, treated for high blood pressure, and pt sugar". The pt's insulin type was changed. No further info has been reported.